Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter became contaminated during preparation. An angiojet® solent" dista catheter was selected for a thrombectomy procedure. The catheter became contaminated when it hit the non-sterile monitor when they tried to hand off the pump to the scrub tech. It became twisted when it was in the hoop, so it was difficult to manage when removing from the hoop. This device did not enter the patient's body. The procedure was completed with a different device. There were no patient complications.